Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: part# 00434901613; lot# 64141291. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: poly had disassociated from the tray. Axillary nerve was encased in scar tissue and being pulled with rom of the shoulder. Complete release of the axillary nerve was performed freeing up the nerve, completing axillary nerve decompression. Release of the subscapularis, capslotomy off the inferior glenoid neck. Removal of the glenosphere which was severely scratched. Subscapularis tendon transfer to greater turberosity. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is abnormal alignment with subluxation/dislocation of the reverse type left shoulder arthroplasty with slight proximal and lateral position of the humeral tray in relation to the glenosphere. No fracture is identified. DHR was reviewed and no discrepancies relevant to the reported event were found. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2019, explant date: (B)(6) 2019. Concomitant medical devices: unk tray; unk glenosphere. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02293, 0001825034-2020-02292. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a shoulder arthroplasty approximately eleven (11) months ago. Approximately one (1) month post-implantation, patient was underwent a shoulder revision due to pain and discomfort. During the revision surgery, it was discovered that the poly had dissociated from the humeral tray and the glenosphere was severely scratched. Attempts have been made and no further information has been provided.